Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient indicated that she had a fluid leak in her cycler towards the end of her treatment. She was in drain 6 and was draining very slowly, when she opened the cassette door to remove the tubing, she noticed fluid pouring out of the cycler. The patient received antibiotics as a precaution and had no ill effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.